Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00509. It was reported one of the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may take place at a later date. Note: it is unknown which lead migrated, as such both leads are being reported.

Manufacturer narrative:
Weight should have been (B)(6) rather than (B)(6).

Event description:
Additional information found the patient's system was explanted instead of replaced due to the patient having ehlers danlous syndrome which the physician felt could be a cause of the migration issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.